Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed the pump displayed the following event: system fault 41,622 occurred 1 0 0 3 functional testing involved inspection of the pump and showed that the device displayed error code 41622. The investigation determined that a faulty motor was the cause of the reported issue. The motor was replaced. Based on evidence and investigation, the complaint allegation was confirmed. The problem source is listed as unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 41622 when the pump was running. No adverse effects were reported.